Manufacturer narrative:
(B)(4). The testing and investigation results indicated that balloon burst /hole was confirmed. A technical analysis was performed. The balloon was fully inflated with water using a luer tip syringe. A pinhole in the balloon was observed, which was very small and could not be observed until the balloon was inflated with water. The balloon bond joints appeared normal. The luer activated inflation valve and collar worked properly and were assembled correctly. The tab ports worked properly. The skin disk, shaft, tip and markings were also observed and no issues encountered. There was no visual sign of a mfg defect.

Event description:
The device eval identified a reportable malfunction, balloon burst/holes, related to the original complaint, which was not a reportable event. On (B)(4) 2011, received add'l info regarding pt involvement. The date the tube was inserted is unk; however, it fell out on (B)(6) 2011. At the family's request, the pt had care withdrawn and subsequently died on (B)(6) 2011, from the disease process. This was unrelated to the device.